Event description:
It was reported that the patient had backup battery not installed alarms. The backup battery was attempted to be reseated but developed emergency backup battery (ebb) fault alarm. The ebb was replaced with a new ebb but this did not resolve the alarm. After numerous reseating attempts, the system controller was exchange from (B)(6). This resolved the alarm. It was suspect that damage to pins/ribbon of primary system controller was the culprit. Log files were sent review. The log files captured on (B)(6) 2026, intermittent low flow events. The log file contained low flow estimates as well as sustained low flow hazard events when the calculated pulsatility index (pi) was dynamic and elevated. The log files also captured on (B)(6) 2026, backup battery faults. This was due to an ebb circuit fault.

Manufacturer narrative:
Section a: patient w eight information was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.